Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported on 9wt hematology/oncology, the patient's father reported "line breaking". The y-connector was split in two, with one piece connected to the patient and the other connected to the IV. The tubing was changed. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported on 9wt hematology/oncology, the patient's father reported "line breaking". The y-connector was split in two, with one piece connected to the patient and the other connected to the IV. The tubing was changed. There was no patient harm.

Event description:
The customer reported on 9wt hematology/oncology, the patient's father reported "line breaking". The y-connector was split in two, with one piece connected to the patient and the other connected to the IV. The tubing was changed. There was no patient harm.

Manufacturer narrative:
The customer report that the y-connector was split in two was confirmed. Visual inspection showed a separation at the engagement between the exit port of the bifuse adapter and smallbore tubing. The root cause of the separation was identified as insufficient solvent being applied at the engagement of the tubing.